Event description:
PICC line placed. Line being slowly advanced successfully. Pt c/o being "dizzy" and flushed, c/o shortness of breath, became hypotensive. Pt sent to ICU. Cath removed. Pt stabilized.